Event description:
The customer tested his blood glucose and received a reading of 256 mg/dl using his contour meter. He retested using another meter and received a reading of 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.